Event description:
It was reported to philips that the system could not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer has cancelled the work order since the issue no longer exists and no service was rendered by philips.the codes were updated based on the investigation outcome.evaluation method code was corrected.